Manufacturer narrative:
Correction: e.2;g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, left & right iui connector, shaft seal, barrel clamp, front door, and latch module. Performed calibration. The probable root cause of the reported issue was due to the wear of the case-front cover pca. A review of the device history record showed the device had a manufacture date of 24feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged, problem with barrel clamp will not hold syringe. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, left & right iui connector, shaft seal, barrel clamp, front door, and latch module. Performed calibration. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the case-front cover pca. A review of the complaint history record in track wise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged, problemwith barrel clamp will not hold syringe. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/damaged, problem with barrel clamp will not hold syringe. No additional information was provided. There was no patient involvement.